Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent mitral valve insufficiency/ regurgitation (mr) appears to be a cascading effect of the reported slda. Mr is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr), dilated left atrium and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 2 post procedure. Post procedure, after few hours the clip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 4+ reported. Per the physician, slda was due to the pre-existing patient anatomy of restricted posterior leaflet. Re-interventional procedure was performed. A mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay reported.